Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. The eccentric shaped, totally occluded, de-novo target lesion was located in the non-tortuous, 2-3mm in diameter unspecified vessel located below the knee. This 300cm v-14 control wire was selected for navigation through the vessel. The wire met resistance during advancement through the lesion. The lesion was calcified so the tip of the guide wire kinked. Going forward it was noted that approximately 2cm of the guide wire tip detached in the vessel. A 2mm non-bsc balloon catheter and a 300cm non-bsc guidewire were selected and used to secure the broken guide wire tip against the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).